Event description:
The ra/qa rep has been informed by our sales rep that the surgeon reported that a lag screw broke out off the column.

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report.